Event description:
Information was received indicating that a smiths medical bivona tracheostomy tube was found leaking. There were no reported adverse effects.

Manufacturer narrative:
Two 8.0mm ID customized fixed tracheostomy tubes with swivel connectors, tts stoma cuffs, and tts distal cuffs were returned due to a leak in both cuffs on both devices. The stoma cuff and distal cuff were leak tested with air. The cuffs (both stoma and distal cuffs on both devices) were unable to fully inflate and immediately deflated as air escaped from a small hole or scratch in the tts cuffs. The device leak location was then examined under magnification using the dynascope. Upon the visual inspection of the cuff, it was noted that there are tiny scratches next to the small holes on the cuffs and multiple other areas nearby the leaking hole that show signs of abrasions with tiny scratches not visibly leaking yet, perhaps caused by the device coming into contact with something sharp externally or potentially from hard cartilage internal to the patient.